Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data on the continuous glucose monitor graph was delayed. Customer declined follow up from tandem technical support to ensure they successfully started a sensor session. There was no reported impact to the customer's blood glucose level.